Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this device problem. Problem: during factory batch testing a component problem was found with a printed circuit controller board in the main control x-ray cabinet. Subsequent investigations reveal that a manufacturing error in the printed circuit board bare board fabrication is responsible for this reliability issue. As a result of this problem, the x-ray system may shut down and not be able to be restarted. This problem has never been reported from the installed base. Also, this issue is found in the x-ray control main cabinets on other philips x-ray systems and separate mdrs have been submitted covering those devices, MFR report numbers: 3003768277-2009-00019, 3003768277-2009-00021.

Manufacturer narrative:
(Eval method, results & conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Additional model # 722006.